Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a prior history of an lvad exchange and a long standing history of gastrointestinal bleeding and is not able to tolerate coumadin. The patient presented with hemolysis and increased lactate dehydrogenase levels. The patient underwent a pump exchange from one lvad to another lvad. It was also noted that the exchange went "very smoothly" and that thrombus was unable to be confirmed in the or. The device will not be returned.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: admitted acute renal and hepatic failure,rhf, hemolysis, anemia, and leukocytosis. History of hit. Pump flows were reduced. Vad exchanged. On vad exam, there appeared to be a small clot in the pump apparatus. Pump sent to thoratec for definitive analysis.

Manufacturer narrative:
Approximate age of device: 1 yr and 6 mos. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.